Event description:
Event description cpi received information that this implantable cardioverter defibrillator (ICD) exhibited a charge time out. Cpi's technical services recommended device replacement.